Event description:
The user facility reported that water was leaking from their reliance synergy washer. The amount of water was larger than a 3' x 3' puddle. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the dryer piston needed to be replaced and that clamps needed to be tightened and or replaced. The technician repaired the unit, ran a test cycle and confirmed the unit to be operational.